Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but has not been returned to olympus medical systems corp. (Omsc). Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon. It was found that its malfunction was occurred due to the video connector socket failure of the subject device. In addition, it was found that there was no image due to the ap board failure when the subject device was connected to the endoscope with the scope cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility these phenomena were attributed to the following causes for each; [the subject device did not detect the endoscope] since the subject device has been manufactured for more than 7 years, it might have occurred the video connector socket has worn out due to long-term use and could not be locked. It might have occurred that this made the unstable connection between the endoscope and the video processor, and the sid could not be read. [There was no image due to the ap board failure when the subject device was connected to the endoscope with the scope cable] since the subject device has been manufactured for more than 7 years, it might have occurred that the components on the ap board have worn out. Therefore, it might have occurred that the image of the subject device had disappeared when the endoscope was connected to the subject device with the scope cable. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed by the user facility that the subject device could not detect sid (security identifier) and could not use the flex converter. The occurrence date of the event is unknown. There was no patient injury associated with this report.